Event description:
It was reported that the customer had passed away. The last blood glucose reading was unknown. The customer's mother stated that the customer had a stomach virus, leading to the death. She stated that the customer failed to eat and kept receiving insulin from the insulin pump. The customer was wearing the insulin pump at the time of the death. The caller stated that she did not think the passing was related to the insulin pump. Requested return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received without the original battery. The insulin pump was received with a cracked reservoir tube lip and a scratched display window. The daily total insulin averaged from 30 to 58.8 units, the total basal insulin from 19.1 to 20.8 units and the total bolus insulin from 13.5 units to 39.7 units. The insulin pump alarmed for low blood glucose on average from 2 to 19 times per day. Customer cleared alarms and continued insulin pump therapy.

Manufacturer narrative:
Additional information has been provided that which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone by customer's mother that the cause of death was stomach virus complications along with diabetes complications. The customer's mother stated she does not believe the insulin pump was related to the death. The insulin pump was removed by emergency response team.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.